Event description:
Follow up information identified the patient underwent ipg replacement.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient last charged his ipg about a year ago. A new charger was shipped to the patient, but the patient was still unable to charge his ipg. The patient does not have stimulation and may be awaiting plan of action from the physician.